Manufacturer narrative:
Citation: patel pm bovine jugular vein conduit: a mid- to long-term institutional review. World j pediatr congenit heart surg. 2018 sep;9(5):489-495. Doi: 10.1177/2150135118779356. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding mid to long-term institutional review on bovine jugular vein conduit. All data was collected retrospectively from a single center between 1999 and 2016. The study population included 276 patients, who underwent implantation of 315 contegra bovine jugular vein conduit. No serial numbers were provided. Among all patients, early post-operative deaths were reported in seven patients due to low cardiac output (n=3), sepsis (n=3) and po st-operative coagulopathy (n=1). Also, 1-year mortality due to various reasons were reported. Based on the available information, medtronic product did not cause or contribute these deaths. Among all patients, adverse events included: endocarditis, conduit stenosis, conduit regurgitation, pulmonary artery stenosis, conduit replacement, conduit explantation, low cardiac output, bleeding, heart block, permanent pacemaker implantation, conduit leaflet calcification and hemorrhage. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.